Event description:
Per the clinic, the patient experienced discomfort on the implant side following magnet dislodgement. Surgery to replace the magnet is planned but has not taken place at the time of this report (b)(46 2013. It was also reported that treatment with antibiotics was attempted to clear an infection on the implant side (type and specific time not reported); however, the issue could not be resolved.

Manufacturer narrative:
Implanted device remains.